Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review: manufacturing location: (B)(4). Manufacturing date: 26.nov.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient underwent a posterior lumbar interbody fusion surgery (l4-s1). During the procedure the scrub technician discovered that the transforaminal posterior atraumatic lumbar (t-pal) system inserter (i.e. Handle, knob and trial spacer) could not be separated. Another set of instruments was available for the surgeon to complete the procedure. There was no harm reported to the patient. There was no surgical delay reported. This report is for one (1) t-pal spacer applicator knob. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the returned instruments were received assembled together, however the instruments were easily able to be taken apart as intended and reassembled again with no issues. This was done several times and in each instance the complaint description could not be simulated. As the complaint was unable to be replicated and no defects or deficiencies were identified with the returned instrument, no further investigation is necessary. The complaint is unconfirmed. The root cause of the complaint condition is unknown as the circumstances during the time of the event are unknown. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer (per relevant technique guide). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.